Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage and no delivery alarm on the insulin pump. Troubleshooting for moisture damage was performed. Customer advised the back of the insulin pump fell off and got wet. Customer advised they work out a lot and the insulin pump was exposed to sweat along with water when they got out of the shower and put the device back on. Customer advised there alarm history showed no delivery alarm. Customer was advised to change out their entire set and reservoir. Customer advised the infusion set change resolved the issue. Customer declined to send back reservoir and infusion set. Troubleshooting for cosmetic damage was performed. Customer advised during a self-test that they had damage on the device. Customer advised the display screen was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.